Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The drive was not responding correctly. Replaced the motion drive board and adjusted the drive pots. Ready for use. The motion control board was received by the manufacturer for evaluation. However, analysis was unable to confirm the reported problem. Installed the motion control board in imaging system 267. The system readied and motion responded as appropriate while under test. No problem found. Although no fault was found with the returned motion control board, part replacement resolved the issue. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that when the brakes were released on the imaging system, it moved in reverse. There was no patient present when this issue was identified. No additional details were provided.